Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert and an incomplete calibration alert (alert 27). Blood glucose level was 199 mg/dl. During troubleshooting with tandem technical support (cts), the cause of the alerts were explained to the customer; however, the customer reportedly did not access the bolus and calibration screen. The customer continued to use the pump for insulin therapy.